Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tamponade occurred. A viking catheter was used. During the procedure, tamponade occurred. The procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the tamponade occurred in the right atrium (ra). The tamponade was drained percutaneously and uneventful.